Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Triathlon femur, tibia, and insert implants were extracted and replaced with triathlon ts to correct femoral and tibial alignment and add constraint. The primary femur and tibia components were malaligned in rotation.

Manufacturer narrative:
An event regarding malposition involving an triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as no patient demographics or medical records were provided. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Triathlon femur, tibia, and insert implants were extracted and replaced with triathlon ts to correct femoral and tibial alignment and add constraint. The primary femur and tibia components were malaligned in rotation.